Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the syringe flange value was stuck on false. The customer's reported issue was unable to be confirmed. There was an optocoupler that was loose and not screwed down causing the syringe flange value. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with an alarm. The syringe flange was not in place and the pump was not connecting to the network. There were no reported adverse events.